Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2009. It was reported the pt can no longer establish telemetry between his ipg and charging system. A new charging system was sent to the pt; however, the issue persisted. The pt reportedly lost stimulation as a result of the no telemetry condition. The ipg was explanted. No further pt complications were reported.